Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("medical device removal / the specimen was then removed from the abdomen.") And device breakage ("3 segments of coil metal") in a 39 year-old female patient who had essure inserted for female sterilization. The patient had a medical history of stress urinary incontinence, gerd, ovarian cyst, parity 2, vaginal bleeding, abdominal pain lower, pelvic pain, endometrial ablation and heavy menstrual bleeding. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 3199 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device breakage (seriousness criterion medically important). The patient was treated with surgery (total laparoscopic hysterectomy and cystoscopy. Bilateral salpingectomy). At the time of the report, the outcome of device dislocation was unknown. The reporter considered device breakage and device dislocation to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: gross description: 1. Received in formalin labeled with the patient's name, and "endometrial curettings", is an aggregate of pink-tan soft tissue admixed with hemorrhagic mucoid material (2.1 x 1.9 x 0.2 cm). 2. Received in formalin, labeled with the patient's name and "bilateral fallopian tubes" per the requisition, are unoriented bilateral fimbriated fallopian tubes (4.5 cm in length by 0.5 om in diameter and 5 cm in length by 0.5 om in diameter), and 3 segments of coil metal (4.1 x 0.3 x 0.3 cm to 15 x 0.1% 0.1 cm). The fallopian tubes are grossly unremarkable; on (B)(6) 2019: gross description: the endometrial cavity (3 x 0.8 om) has a grey-tan to red tan fibrotic appearance. Vimpression: uterus and cervix: unremarkable cervix and squamocolumnar junction. Uterine cavity scarring consistent with prior endometrial ablation. Unremarkable myometrium and serosa. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: mr received : event "medical device removal updated to device dislocation into abdominal cavity" new event device breakage added. Reporters information patient medical history and surgical pathology reports were added. Date of birth updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.